Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "kindly acknowledge no patient was involved and no human harm caused. No human harm. What software version is installed on the device? - unk. What were the treatment settings? Rate: 100 ml. Vtbi: 1,5 ml / hr. Time: 9 hours. Mode: pca. What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? The predetermined one. Administration set used (type and lot number): unk. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) Periphera. Size 16 or 18. Drug administered: morphine. Priming method (manual / with pump): - both. Manual and with pump. What volume was used for prime? · around 40 ml. What was the initial bag volume? · 100 ml. Please describe what was the deviation between the programed treatment and the treatment you have observed. Is the vtbi different? - yes. The drug was set of 9 hours infusion and the patient received the drug in one hour. What is the deviation between the programed vtbi and the actual volume left? - no volume left. Was the pump placed in a backpack during the treatment? - no. Did you experience any alarms at the beginning / during / at the end of the treatment? - no. If so, please detail the alarms and their occurrences: at which stage of the infusion did the alarm occur? (Prime / beginning of infusion / taper up / plateau / during bolus delivery/ taper down/ etc.) Na. What was the vtbi presented on the pump screen following the alarm? Na. What was the volume left in the bag? No. Pump treatment information: 100 ml at 1,5 ml per hour. Type of drug: morphine. Was there a prime performed: yes. Pump or manual: pump. Delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): over delivery. Kindly acknowledge no patient was involved and no human harm caused. No human harm. What software version is installed on the device? - unk. What were the treatment settings? Rate: 100 ml. Vtbi: 1,5 ml / hr. Time: 9 hours. Mode: pca. What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? The predetermined one. Administration set used (type and lot number): unk. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?). Periphera. Size 16 or 18. Drug administered: morphine. Priming method (manual / with pump): - both. Manual and with pump. What volume was used for prime? · around 40 ml. What was the initial bag volume? · 100 ml. Please describe what was the deviation between the programed treatment and the treatment you have observed. Is the vtbi different? - yes. The drug was set of 9 hours infusion and the patient received the drug in one hour. What is the deviation between the programed vtbi and the actual volume left? - no volume left. Was the pump placed in a backpack during the treatment? - no. Did you experience any alarms at the beginning / during / at the end of the treatment? - no. If so, please detail the alarms and their occurrences: at which stage of the infusion did the alarm occur? (Prime / beginning of infusion / taper up / plateau / during bolus delivery/ taper down/ etc.) - na. What was the vtbi presented on the pump screen following the alarm? - na. What was the volume left in the bag? - no. Pump treatment information:100 ml at 1,5 ml per hour. Type of drug: morphine. Was there a prime performed: yes. Pump or manual: pump. Delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no"